Event description:
It was reported to medtronic minimed that the customer experienced the stuck button message, some liquid and steam under the lcd and it made the information on the screen hard to read. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed. No harm requiring medical intervention was reported. Mmt-1885 was requested and the customer response was the device will be returned.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked into place properly during testing. Unit passed self test. Successfully downloaded unit history using thump software. Unit's keypad functioned properly and navigated through menus. However, on adapt, stuck key alarm (61) was recorded on (B)(6) 2024 at 19:37:04.000 hour. Pump was cut open to perform visual inspection and found moisture damage on pcba1 and j6 connector. Isolate to electronic stack. The following were noted during visual inspection: battery tube threads - cracked, cracked case (battery tube), cracked case-corner of belt clip rails, cracked case, missing display window/cover, pillowing keypad overlay, scratched case, and cracked keypad overlay. In summary, customer concern for keypad/button unresponsive/button error is not confirmed. Keypad functioned properly and no alarms noted during testing. Corroded electronic assembly noted. Isolate to electronic stack. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.